Event description:
It was reported that in (B)(6) 2015 the patient presented with pain and instability in the left side. Upon xray, the stem had allegedly shown a significant fracture through the neck at the introducer point. The stem was explanted on (B)(6) 2015 and replaced with another exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: the exeter stem is broken through the prehension hole. There are numerous marks on the shoulder, most likely due to explantation. The femoral head is still attached to the trunnion. A material analysis report concluded: the exeter stem fractured in fatigue with the approximate origin at or near the proximal edge of the prehension hole. No further information could be determined about the initiation of the fracture. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined. A review of the provided x-rays by a clinical consultant indicated that the principal contributing factor to the problem of this case is thus cup malposition with excessive inclination, low anteversion and deep medialized position all contributing to overload in the bearing transmitted to the neck of the stem and thereby causing fatigue accumulation with a fatigue neck fracture as end point. Obesity (bmi = (B)(6)) is probably an aggravating although secondary factor. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the cause of this event was determined to be cup malposition with excessive inclination, low anteversion and deep medialized position all contributing to overload in the bearing transmitted to the neck of the stem and thereby causing fatigue accumulation with a fatigue neck fracture as end point. There is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that in (B)(6) 2015 the patient presented with pain and instability in the left side. Upon x ray, the stem had allegedly shown a significant fracture through the neck at the introducer point. The stem was explanted on (B)(6) 2015 and replaced with another exeter stem. Update: the surgeon confirmed the stem appeared well fixed during the revision, no device specific failures were reported. No patient trauma was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.